Manufacturer narrative:
Investigation result: three 2290s samples were received in opened packaging from lot ta250182 for investigation. No residual fluid was present in one of the lines in each set and a sealed deltec gripper needle set was received ref (B)(6), lot 4426809. The customer originally reported that the affected lot was from ta250205 and that "when preparing from tiva, the nurse discovered that the line connected to the infusion fluid (not the syringe pumps) were blocked, it was not possible to flush the line. They changed the set for another, and that one worked fine. They have reported this type of incident many times before, for other lot numbers". The returned samples were functionally tested by priming and flushing with a 50ml bd plastipak syringe. In all three samples, one line exhibited slow flow with significant resistance, while the other line remained completely occluded. The details of this feedback were forwarded to the manufacturing site for investigation. Following investigation, their analysis confirmed that the occlusion is most likely to have been caused by the tubing being inserted too far into the asv during the assembly process as a result of this fluid was unable to pass through the valve when subjected to a flush. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records as well as testing of retained samples from lot ta250182 & ta250205 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2290s set in the past 12 months.

Event description:
The incidents occur during the priming of the medication lines, and it is a manual process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd tiva/tci set 3-w had flow issues. The following information was provided by the initial reporter: it was reported that blocked bcv at the infusion line on the tiva set (not the syringe pump lines, but the mail connection, for fluids) during use. When preparing from tiva, the nurse discovered that the line connected to the infusion fluid (not the syringe pumps) were blocked, it was not possible to flush the line. They changed the set for another, and that one worked fine. They have reported this type of incident many times before, for other lot numbers.